Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic hysteroscopy procedure, the needle tip at the distal end of the hf resection electrode broke off and a fragment fell inside the patient. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided but the intended procedure was completed successfully and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the needle tip at the distal end of the hf resection electrode is broken off. Furthermore, the ceramic insulation shows cracks and the insulation tubes show minor signs of thermal damage. The damage was caused by excessive force and can be classified as mechanically induced wear and tear. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities related to function and safety. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.